Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefor,e consider this report complete to the best of our knowledge.

Event description:
The customer called in to report that insulin leaked into the insulin pump after an infusion set change. The customer also reported a battery out limit alarm. The customer could not recall any significant events leading to the issue. The customer's blood glucose level was 368 mg/dl. Nothing was replaced or returned.